Manufacturer narrative:
Concomitant medical products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2017, product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The caller reported that the patient was experiencing a return of tremors in their right hand, and reported that if the stimulator was working at all, it was very little. The caller reported that this return of tremors occurred on (B)(6) 2017, and that the patient programmer showed the ins was on and ok. The caller reported that the tremor had not calmed down since. The caller clarified that the concern was with the left ins which controlled the patient's right hand. No further patient complications have been reported as a result of this event.